Manufacturer narrative:
As part of our investigation, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained. The scope was returned to olympus for evaluation; however, the device evaluation has not yet begun. The cause of the reported event could not be determined at this time. In addition, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facilities reprocessing practice and to provide a reprocessing training. To date, the ess visit has not been finalized.

Event description:
Olympus was informed that after reprocessing, the scope¿s culture from the elevator forceps tested positive for escherichia coli (e. Coli) on three consecutive occasions. There was no patient involvement with the reported scope. No patient infections reported. In addition, olympus received a medwatch form on april 24, 2017 from the user facility stating there were three different scope cleaning operators and two different operators performing cultures. The scope was removed from use and a review of the cleaning process including both manual and high level disinfection was completed. The first culture was collected on (B)(6) 2017 and the final result of e. Coli was received on (B)(6) 2017. The second culture was collected on (B)(6) 2017 and the final result of e. Coli was received on (B)(6) 2017. The final culture was collected on (B)(6) 2017 and the final result of e. Coli was received on (B)(6) 2017. The pulse field gel electrophoresis (pfge) results were received from the external reference lab on (B)(6) 2017 and stated, ¿the following are results of pulsed field gel electrophoresis performed on isolates of e. Coli received on (B)(6) 2017. The following isolates are indistinguishable from each other.¿

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from itx to odg.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, the olympus endoscopy support specialist (ess) update. The scope was returned to olympus for evaluation. A visual inspection was performed on the scope and was unable to find signs of foreign material inside the biopsy channel, biopsy port, suction channel, suction port, air/water port, and nozzle when inspected with an olympus test boroscope and telescope. There were also no signs of foreign substance/materials/stain found with the insertion tube, bending section cover, bending section cover glue, elevator forceps raiser, distal end cover, light guide lens/glue, and objective lens/glue; however, there was a leak found on the biopsy channel from the distal end side of the scope. There was a tear noted inside the biopsy channel wall at the distal end side that likely caused the leak. In addition, the bending section cover glue from the distal end side and insertion tube side was found cracked. Evidence of discoloration was found on both ends of the bending section cover glue that most likely caused the cement glue to crack. The scope was serviced and returned to the user facility. As part of our investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to provide a reprocessing in-service. On may 25, 2017 the user facility canceled the ess in-service. Based on the device evaluation results, the cause of the reported positive culture is likely attributed to improper maintenance of the device. The instruction manual for use provides several warning and caution statements in an effort to prevent cross contamination and equipment damage. ¿the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically. An endoscope with an observed irregularity should not be used, but should be inspected by following section 10.1, ¿troubleshooting guide¿ on page 154. If the irregularity is still observed after inspection, contact olympus. Be sure to perform a leakage test on the endoscope prior to manual cleaning, and do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism or other malfunctions.¿